Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential root cause for this failure could be due to "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure.

Event description:
It was reported that one of the catheter came without an orifice.